Event description:
The customer reported the ventilator was alarming and there was a spark on the inside of the power cord plug. The ventilator was in use on a patient and there was no reported harm. The manufacturer's service technician verified that when the clear molded plug on the external battery power cord was plugged in there was arcing observed where the black wire connects to the plug blade. The service technician replaced the power cord to address the finding. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. Performance verification testing was completed and tests passed to operating specifications.